Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was outside of clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start up at 00:00. Review of system log file confirmed the malfunctioning of flexvision pc. Upon troubleshooting, fse found there was no power to network in m cabinet and the power supply to the low voltage was bad. The power supply was replaced and returned to philips for further analysis. The analysis confirmed the malfunction of the module and identified electronic defect as led lamps do not light up and fan was not running. After replacement of the 24v power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not startup at 00:00. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced a power supply. The device was returned to expected functionality.